Event description:
On (B)(6)2024, a patient contact reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized following multiple missed pd treatments. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hospitalization; however, no additional information was obtained. In the intake, it was stated the patient experienced two m30.1 balloon valve alarms for two consecutive nights during ccpd therapy utilizing the liberty select cycler. It was reported the patient was hospitalized following multiple missed treatments due to unreported reasons. There was no diagnosis, or any medical intervention reported. It was also reported the patient was unable to undergo manual exchanges under the advisement of her physician. It is unknown whether the patient contacted their outpatient clinic concerning missed treatments or why the patient was unable to use their cycler following m30.1 balloon valve alarms. This reported complaint involves a hospitalization following multiple missed pd treatments for unknown reasons.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the provided information does not justify the missed pd treatments or the patient¿s inability to use alternative modalities of renal replacement therapy such a hemodialysis. Presently there is no specific allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hospitalization.

Event description:
On 6/oct/2024, a patient contact reported to fresenius technical services this female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized following multiple missed pd treatments. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hospitalization; however, no additional information was obtained. In the intake, it was stated the patient experienced two m30.1 balloon valve alarms for two consecutive nights during ccpd therapy utilizing the liberty select cycler. It was reported the patient was hospitalized following multiple missed treatments due to unreported reasons. There was no diagnosis, or any medical intervention reported. It was also reported the patient was unable to undergo manual exchanges under the advisement of her physician. It is unknown whether the patient contacted their outpatient clinic concerning missed treatments or why the patient was unable to use their cycler following m30.1 balloon valve alarms. This reported complaint involves a hospitalization following multiple missed pd treatments for unknown reasons.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. The teach pumps test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.